Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work and was overheating. Per service reports, this complaint can be confirmed. It was found during evaluation that the valve of the device was jammed and the values of the keypad of the hand control were out of range. Further, there was a short circuit in the motor. The motor, hand control set and valve assembly were replaced to resolve the identified failures. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The short circuit in the motor, defective hand control set and jammed valve of the device would have caused the device to overheat and not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that pre-operatively to an unknown procedure, it was found that a fms tornado micro handpiece with buttons did not work and was overheating. No surgical delay or patient consequences reported. Customer states that they have no further information.